Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was ventilated in spontaneous mode - inspiration level in 18 mmhg with a pep in 6 mmhg. Change of the inspiration level in 10 mm hg without any external action. According the declaration done by the facility, a file has been created by us the manufacturer: no usable mistake report. The only available data are the ones recorded by the (B)(6) software of the brand (B)(6) (sheet of follow-up of prescription of the resuscitation department).